Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional stated that during cataract surgery when the lens inserting into cartridge, found that trailing haptic was torn and lens did not inject into the patient¿s eye, and the surgery was completed by using another lens. There was no patient contact.